Event description:
The lay user / patient contacted lfs on (B)(6), 2010 alleging inaccurate erratic readings on her one touch ultra 2 meter. The patient noticed the alleged erratic readings on the morning of (B)(6), 2010. Within a week, of the alleged erratic readings, the patient developed symptoms of feeling sweaty and had chills. The patient obtained a 469 mg/dl and a 454 mg/dl less than 20 minutes from one another. The patient self-treated with food/drink. The patient did not seek any medical attention or contact her physician for assistance. The product was replaced. The complaint is being reported since the patient alleged that due to the erratic high readings, she developed symptoms suggestive of a serious injury and had to self-treat with food/drink .

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.